Event description:
The customer contact reported that during testing at the user facility, the device door roller was noted to be missing and the device delivered more than expected. The device was returned to the engineering department for an unspecified reason. No tracking information was provided; therefore specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.